Event description:
Covidien received information that during the procedure the coil would not detach from the instant detacher. A second concerto coil was successfully used. No patient complications were reported as a result of the inability to detach. Device will not be returned as it was discarded.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device was not returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4).